Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Patient age: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure restenosis occurred. The target lesion was located in the 1st obtuse marginal with 95% stenosis. It was 20 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct placement of a 2.50 x 24 mm taxus element stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 117 days post procedure, the patient experienced restenosis and was treated with target vessel revascularization in the 1st obtuse marginal with placement of a drug eluting stent due to 60% diffuse instent restenosis. Residual stenosis was 0%. The event resolved without residual effects and the patient was discharged the next day.